Manufacturer narrative:
Initial.

Event description:
It was reported that the pump displayed an ¿unable to proceed¿ alert during fill tubing and would not advance, which was consistent with a complete blockage involving the tubing; guided troubleshooting was performed to remove and reinsert the cartridge, rewind, advance insulin, replace the connector and tubing, and complete fill tubing until drops were observed, after which infusion set insertion was completed without further device errors. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during user interaction alongside a device problem of complete blockage traced to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.